Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, a "service required" code was observed in the ventilator's downloaded error log. The device's power mgmt board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.